Event description:
Patient presented to the physician with ongoing headaches and jaw pain since the implant procedure. Physician prescribed anti-inflammatory medication and pain medication. Physician will re-evaluate in two weeks.